Event description:
Nine days following the implant of (2) cypher stents in the distal right coronary artery (distal rca), the pt complaint of chest pain. Repeat coronary angiography was performed and revealed thrombus in the implanted cypher stents-from the proximal through the distal end. Treatment included aspiration and balloon angioplasty. Per the procedural physician, the probable cause of the sat was because the pt was taking aspirin due to a "misunderstanding".